Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that the patient will send in a complaint to the swedish health authority and the hospital will report this as a lex maria case. Further reports states that the clinic is now recommending use of aquacel dressing with strengthening fibers to ensure that all dressing will be removed during dressing changes. No additional event/patient details have been provided to date. Additional details received indicates that this product lot number was recorded as cno (could not obtain) indicating no lot number was available. As no complaint sample was received, an assignable cause could not be determined. No evidence was found that aquacel product failed to meet all of the requirements and specifications at the time of manufacture. There are no additional complaints reported for this specific icc code. A review of the complaint listing for the previous 12 months for this product icc codes indicates that this was the only complaint registered for this icc code, date and complaint issue. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It is reported that a (B)(6) female patient underwent gastric bypass surgery for treatment of obesity and lost 60-70 kilos of weight as a result. In (B)(6) 2013, patient underwent a stomach (abdominal) plasty for removal of excess fat where a lot of skin was removed. After this operation patient got a postoperative infection, and incision chap. Patient was treated for a heavily exuding wound during 24-28 weeks with dressing changes three times a week. In (B)(6) 2013, patient complained of pain at one side and at end of the incision. The incision chapped again, and the remaining residues of the aquacel dressing leaked out. As a result, patient wound was re-operated on for cleaning. It is reported that during this procedure additional residues of aquacel dressing was found in the wound cavity. Lastly, it is reported that patient underwent another operation on (B)(6) 2013 and the wound is now healed as a result.